Manufacturer narrative:
The investigation of positioning issues and product damage (cannula kink) has been completed. The returned cp pump was visually inspected. A cannula kink observed. Biomaterial observed in purge gap. No broken blade found. No other abnormality seen. Data log reviewed: no mc spike or other trend seen. It looks obstruction occurred at p-1 in flow because of the cannula kink, and then positioning alarms occurred while attempted to reposition. Suctions occurred. This complaint pump is 3rd pump from the same patient/case. Both failure modes (fm) (positioning issue + product damage) changed to fm: low pump flow issue based of data observation with flow issue. The root cause of the low pump flow issue was patient condition related due to patient's small aortic arch/ventricle likely made pump move out of position. E4 should have been left blank on manufacturer device report 1220648-2024-25159.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported the patient was on impella cp support. Immediately upon starting pump, suction alarms occurred; unable to flow above p1. A kink was noted at the proximal end of the cannula. All attempts to reposition were unsuccessful. Pump was removed, run in a basin and re-inserted but same result. Ultimately, the pump was removed and place an intra-aortic balloon pump for at least some mechanical support. The procedural outcome was the patient survived surgery.